Event description:
It was reported that during an interventional procedure of the moderately tortuous, moderately calcified, eccentric de novo lesion, after predilating with a non-abbott balloon catheter, the 2.75 x 15 voyager was delivered and inflated. During the second inflation the balloon did not inflate more than 12 atmospheres (atm). After removal outside the anatomy it was noted that the balloon was ruptured. There was no reported patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: tazuna, maverick ii; guide wire: sion, runthrough; guiding catheter: axess; stent: xience v. Balloon rupture can occur as a result of a manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. The product was not returned to abbott vascular for analysis and may have assisted in the investigation. The reported anatomical conditions were moderately tortuous and calcified. Additionally, the balloon ruptured during the second inflation. It is likely that the balloon interacted with the anatomy conditions which subsequently contributed to the balloon rupture. A review of the finished product lot history records did not real any nonconforming material records issued for this lot. Although the there are no indications of a product quality deficiency, since the device was not returned, a conclusive cause for the reported balloon rupture can not be determined.